Manufacturer narrative:
Na

Event description:
The international customer reported the ventilator would not power on via ac power. The ventilator's power supply had been replaced as a result of the customer complaint. The service technician replaced the power supply to correct the finding. Upon factory failure analysis of the power supply open fuses were found. The reported failure analysis finding of the power supply may cause the ventilator to shut down and alarm if it were to recur during use. Upon completion of service, the unit functioned per operating specifications. The ventilator was not in use on a patient during the reported problem, so there was no patient harm or involvement.